Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited testing, intermittant failure to capture even at increased rates and outputs. Threshold measurements and all other lead measurments remain in normal limits. No adverse patient effects were reported. The physician believes that the patient's blood chemistry might be off balance and that the patient's son has been decreasing her medications due to the patient feeling ill while on them. A chest x-ray and blood work have been ordered to rule out dislodgment and electrolyte variance.